Manufacturer narrative:
The returned device was reported for high temperature readings. Visual inspection of the device confirmed that there are no broken, bent or missing pins in the connector cable. Electrical testing of the returned device revealed that the device passed electrical testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter temperature increased. The blazer ii catheter was selected for a ablation procedure to treat ventricular extrasystole. After several ablations the temperature of the catheter was observed to increase by 20 degrees per second several times and effective energization could not be performed. The procedure was completed using a different device with no adverse patient effects being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter temperature increased. The blazer ii catheter was selected for a ablation procedure to treat ventricular extrasystole. After several ablations the temperature of the catheter was observed to increase by 20 degrees per second several times and effective energization could not be performed. The procedure was completed using a different device with no adverse patient effects being reported.